Event description:
It was reported that the device failed to power on with known good batteries. There was no patient involvement associated with the event.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported power failure. Physio replaced the main pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed main pcb assembly at the failure analysis center and determined the cause of failure to be a contamination of the power switch, (B) (4), metal contacts.